Event description:
Boston scientific received information that this right ventricular (rv) lead delivered inappropriate shock. There was no reported therapy exhaustion that occurred. The physician however performed a surgical intervention to surgically abandoned and replace the affected lead and successfully implanted a new lead. Attempts to obtain additional information were unsuccessful. This rv lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.